Manufacturer narrative:
The reported event of high output mode alert was confirmed. Data analysis was performed, and no anomalies were found.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the pacemaker exhibited high capture threshold. It was unclear whether it was true high capture threshold or due to a diagnostic issue. No intervention was performed. Patient condition was unknown.